Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: initial reporter name and address, initial reporter health professional, initial reporter occupation, initial reporter also sent reports to FDA: additional information provided. A manufacturing record evaluation was performed for the finished device lot number: u1808034 and product code: 225370 number, and no non-conformances were identified. The device was received and evaluated. Visual observation revealed that there was some saline residue in the suction tube indicating device usage. Visual observation under magnification revealed no anomalies on the active tip. There was some glue-like sticky substance observed on the shaft of the electrode, apart from that, the electrode looked to be in used, but an expected condition. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. The electrode was tested several times to ensure continuity of function. The reported failure cannot be confirmed, and we cannot determine what caused the user to experience reported problem. A manufacturing record evaluation was performed for the finished device lot number: u1808034 and product code: 225370 number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via email that during a shoulder arthroscopy the electrode had a functional defect. Additional information received from the affiliate reported that the device was found to have a suction failure which caused a 10 minute surgical delay.